Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. Vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention is one of the potential complications cited in the IFU associated with this product.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2016, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2014 at (B)(6) hospital. Approximately 12 days after implant, on or about (B)(6) 2014 the patient was hospitalized due to pain from the filter ¿tilting and perforating her vena cava.¿ the patient had a scheduled retrieval of the filter on or about (B)(6) 2014 and it was successfully retrieved. The patient alleges ¿injuries¿ as mentioned above. Argon¿s attorneys are attempting to gather information.